Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member and the patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient has been having trouble with their parkinson's, and they think something is going on with the implant where it is intermittently not accepting a charge. It was stated that a manufacturing representative gave the patient some advise on what to do, but the patient was not able to pull up the setting so they couldn't do it. The issue has been occurring for a couple weeks. There were no symptoms reported. No further complications were reported or anticipated.